Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while replacing the new power management board into cardiosave intra-aortic balloon pump (iabp) which encountered new spare part defective. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: h6 (medical device problem code, component codes) no repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields b4 d9 e1 initial reporter event site email e2 e3 e4 g3 g6 h2 h3 h6 type of investigation findings component code, conclusion h11. A replacement power management board was subsequently requested and installed following installation the software update was completed successfully and all manifold tests were performed with passing results at the customers request overnight battery maintenance testing was conducted during this testing the monitor was observed to black out based on this observation the unit was determined to be unsafe for use the failure analysis and testing department received the following part power management board with a reported unit failure of defective board the fat department performed a visual inspection using naked eye and a microscope and found white residue saline spill on the received part as illustrated in the attached pictures due to the saline spill on the power management board it cannot be installed or investigated any further by the fat department the part is being retained in the failure analysis and testing department per procedure.

Event description:
N/a.